Event description:
It was reported that a patient had a right total knee arthroplasty. Subsequently, the patient underwent a superficial irrigation and debridement procedure approximately 5 weeks post-op due to persistent wound drainage and superficial wound infection cellulitis. No product was exchanged. Intra-op cultures were positive for MRSA. The infection resolved after the procedure and oral antibiotics. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(b)(4).D10: Unknown - Unknown Vanguard Femoral Component - Unknown.EP-189042 - E1 VNGD AS TIB BRG 12X67 - 107130.141205 - BIOMET TIBIAL LOCKING BAR - 588070.Unknown - Unknown Vanguard Tibial Component - Unknown.Unknown - Unknown Stryker Simplex Cement - Unknown.Customer has indicated that the product will not be returned to Zimmer Biomet for investigation. Once the investigation has been completed, a Follow-up MDR will be submitted.